Event description:
Material # 309653; batch # 4243285. It was reported by customer that syringe leaked backwards past the plunger and out the top of the barrel. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up: it was reported the syringe leaked backwards past the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an empty syringe with the stopper all the way down with an opened packaging blister. There is a white colored solution between the stopper ribs and a droplet of solution past the rubber stopper. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lot 4243285. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. When was this defect observed? During or before use? During use. What was the impact to the patient? None. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.